Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular repair of a right common iliac artery aneurysm and a right internal iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. It was decided to cover an ostium of lumbar artery with an aortic extender component. The patient had tortuous anatomy in the right external iliac artery, and it was not straighten after a intorducer sheath was inserted. When the delivery catheter was advanced to the tortuous area, there was a resistance. The catheter reached to the intended position and the endoprosthesis was deployed with no issue. During withdrawal of the catheter, it seemed that the catheter was caught in the tortuous area, however, there was no large resistance and the catheter was withdrawn. When a balloon catheter was inserted for touch-up ballooning, it was noticed that a proximal olive of the delivery catheter remained on a guidewire. The detached olive was successfully retrieved with a snare catheter, and the procedure was continued. No other issue was reported, and the patient tolerated the procedure.

Manufacturer narrative:
The device evaluation showed the following: the leading end of the catheter had separated from the catheter body at the trailing olive. There were imprints of the polyimide guide-wire inside the trailing olive indicating that the olive had been bonded to the polyimide guide-wire lumen. The guide-wire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The device failure mode for the broken leading end of the catheter could not be determined with the currently available information. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.